Manufacturer narrative:
Pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, stripped battery cap at coin slot area and bleeding on lcd glass.

Event description:
It was reported that the customer's insulin pump had a crack on the case at the reservoir compartment. The customer's blood glucose was 244 mg/dl. The customer stated that the insulin pump was not bumped or dropped. The customer stated that the drive support cap did not appear to be damaged. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.